Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID: 3998, lot# v113343, implanted: (B)(6) 2016, product type: lead. Product ID: 399930, lot# v182611, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient could turn and manipulate the ins in the pocket. She also stated that she felt the lead connection right at the surface and the placement of the ins was awkward because it was right at the waist line.

Manufacturer narrative:
Additional review determined that codes no longer apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported overtime they were able to feel the battery and leads close to the surface of their skin. At the current time nothing had been done regarding the devices being very close to the surface.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.